Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2024, the patient would have experienced inaccurate readings, but no specific symptoms were reported. When a fingerstick was taken the cgm was reading 8.0 mmol/l and the blood glucose reading was 4.2 mmol/l. The patient stated they went to the hospital because of a hypoglycemic event and stayed there for a total of 6 hours. The patient was treated with glucose (route unknown), and at the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient would have experienced inaccurate readings, but no specific symptoms were reported. When a fingerstick was taken the cgm was reading 8.0 mmol/l and the blood glucose reading was 4.2 mmol/l.